Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that they received a software error alarm on the insulin pump. The customer stated the alarm occurred right after a battery change. The customer¿s blood glucose level during the incident was unknown. The customer stated there was no a low battery alarm that was not cleared before changing the battery. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.